Manufacturer narrative:
Section b5, d4, d7, d10, h3, h4: additional information. Manufacturer's investigation conclusions: the evaluation of the device confirmed internal driveline wire damage that would have contributed to the reported pump stoppage events; however, this evaluation did not confirm driveline wire damage that would have contributed to the driveline fault alarms captured in the submitted log file. The device was returned assembled with the driveline (dl) severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was returned in two segments measuring approximately 6.5¿ and 29¿, respectively. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. (B)(4) appeared to be exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity was performed on sections of the returned driveline and all tested wires were found to be electrically intact¿no discontinuities or shorts were induced during this test. Visual inspection of the 6.5¿ dl segment revealed breaches to the insulation of the black, brown, red, yellow, and green wires approximately 3.5¿ from the proximal end as well as breaches to the insulation of the black and orange wires approximately 0.25¿ from the distal end. Inspection of the 29¿ dl segment revealed breaches to the insulation of the red, yellow, and green wires approximately 0.25¿ from the proximal end, as well as a breach in the insulation of the orange wire approximately 0.5¿ from the proximal end. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining portions of the dl revealed no obvious damage to the wires. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have resulted in the pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2019.

Manufacturer narrative:
Patient's previous external perc lead replacement was reported under MFR #2916596-2018-04823. Approximate age of device- 7 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the customer was requesting analysis patient's log files with no further information. Upon interrogation, the log files consisted of pump stop events with low flow and low speed advisories from (B)(6) 2019. The hospital tried to exchange the system controller but the issue did not resolve. Patient was admitted on (B)(6) 2019 and connected to 14v batteries. Chest x-rays were done. No adverse patient consequences were reported. Additional information received 05/10/2019 from abbott's technical services confirmed pump stops on both battery and power module support. It was reported this patient has had a previous percutaneous lead (driveline) repair on (B)(6) 2018. The patient is currently admitted in the intensive care unit (ICU) awaiting either a pump exchange or heart transplant. No additional information was provided.